Event description:
The patient was revised because of pain.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the insert product/lot combination since its release for distribution. A previous review of the femoral head device history records did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made but no additional information was provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from difficulty ambulating, discomfort, inflammation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the insert product/lot combination since its release for distribution. A previous review of the femoral head device history records did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made but no additional information was provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 10/10/2014- pfs and medical records received. Afte review of the medical records for MDR reportability, the revision operative note indicated pain, but there was no mention of increased metal ions as litigation alleged. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
UDI: (B)(4).